Event description:
Boston scientific received information that this left ventricular lead was explanted and replaced due to high pacing impedances greater than 2000 ohms. Additionally, loss of capture at full output was noted on the lead. No adverse patient effects other than the additional procedure were reported.

Manufacturer narrative:
The lead was explanted. No further information is available. This report will be updated if more information becomes available.